Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a potion of the distal tip of a gryphon inserter broke off into the anchor body and, they believe, remains lodged threrin buried in the bone. The procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in f/u report.